Manufacturer narrative:
Concomitant medical product: t510c27 tissue valve implanted: (B)(6) 2012. Evaluation summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was placement difficulty and the helix would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.